Event description:
The customer reported that while the iabp was in use with a patient during transport, the pump shutdown. After operating for 75 minutes the low battery icon displayed and the pump shutdown five minutes later after operating for a total of 80 minutes. No patient injury was reported.

Manufacturer narrative:
A company service representative evaluated the pump ensured that the batteries were fully charged and performed a battery runtime test. The batteries ran for 75 minutes and the low battery icon came up and the pump shut down five minutes later. This was consistent with the customer report. There were no signs of physical damage to the batteries. The pump was due to be serviced on (B)(4) 2012. The company representative replaced the batteries and tested the iabp to factory specifications. It functioned normally and was returned to the customer. A reduction in battery runtime will occur over a battery's life due to age, storage temperature and discharge depth. The iabp involved was installed in (B)(4) 2010, therefore, the batteries have been in use for one year and ten months. The battery runtime observed is consistent with the age of the batteries. (B)(4).